Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy procedure, on the anastomosis between gastric and jejunum, the staple form b shape on proximal side, but it stopped and incomplete staple line distally. They then used another device to resolve the issue in order to complete the case.